Manufacturer narrative:
Device evaluation by MFR: the device was returned for analysis. Visual inspection revealed numerous kinks throughout the body from distal to proximal, the wire was returned detached from the body at 39cm distal to proximal. Additionally, the tip was found to be bent. During memory test, the shroud of the occ cable was connected to the bench top testing equipment, and the coefficient values were confirmed to be programmed.

Event description:
It was reported that detachment occurred. A comet ii was selected for use for an ffr/dfr procedure. During procedure, it was noted that the guidewire separated around the middle part due to force being applied upon insertion. The device was removed using normal method as the separation is located outside the patient. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.

Event description:
It was reported that detachment occurred. A comet ii was selected for use for an ffr/dfr procedure. During procedure, it was noted that the guidewire separated around the middle part due to force being applied upon insertion. The device was removed using normal method as the separation is located outside the patient. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.